Event description:
Health care professional (hcp) reports 2 fiber leaks of the dialyzer noted during the pt treatment. New disposables were used to continue the treatments without incident. The dialyzers were reused between 6-40 times. The hcp reports no pt injury or need for medical intervention.